Manufacturer narrative:
H6 device history record (DHR) review; DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. (B)(4).

Manufacturer narrative:
Correction data: d4 - primary unique device indentifier (uid)# - reported as: (B)(4) - correct to: (B)(4). Claim# (B)(4).

Manufacturer narrative:
Correction data: b2 - reported as ; required interventio to prevent permanent impairment/damage - correct to; other serious or important medical events. D2 - reported as; qcb - correct to: mta. H6 - healt effect - impact cod (f) reported as 4629 - correct to: 4627. Claim# (B)(4).

Manufacturer narrative:
Correction data. B5 - reported as: reporter indicated that following the implant of a vicm5 13.2 -7.0 implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Concomitant products used intraoperatively include opegan and the msi injector delivery system. Toxic anterior segment syndrome (tass) was diagnosed. Bacteriological examination was performed and culture identification was negative. A treatment of anterior chamber cleaning + lens extraction was performed. On (B)(6) 2024 the lens was exchanged with a same model, length, and different power. Problems resolved. The cause of the event was unknown. Reportedly, there was pigment adhesion to the lens, but this was corrected by replacing the lens. - correct to: reporter indicated that following the implant of a vicm5 12.6 -7.0 implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Concomitant products used intraoperatively include opegan and the msi injector delivery system. Toxic anterior segment syndrome (tass) was diagnosed. Bacteriological examination was performed and culture identification was negative. A treatment of anterior chamber cleaning + lens extraction was performed. On (B)(6) 2024 the lens was exchanged with a same model, length, and different power. Problems resolved. The cause of the event was unknown. Reportedly, there was pigment adhesion to the lens, but this was corrected by replacing the lens. Claim# (B)(4)

Event description:
A reporter indicated that following the implant of a vicm5 13.2 -7.0 implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Concomitant products used intraoperatively include opegan and the msi injector delivery system. Toxic anterior segment syndrome (tass) was diagnosed. Bacteriological examination was performed and culture identification was negative. A treatment of anterior chamber cleaning + lens extraction was performed. On (B)(6) 2024 the lens was exchanged with a same model, length, and different power. Problems resolved. The cause of the event was unknown. Reportedly, there was pigment adhesion to the lens, but this was corrected by replacing the lens.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment; toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors.

Manufacturer narrative:
B5 - a reporter indicated that following the implant of a vicm5 12.6 -7.0 implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Concomitant products used intraoperatively include opegan and the msi injector delivery system. Toxic anterior segment syndrome (tass) was diagnosed. Bacteriological examination was performed, and culture identification was negative. A treatment of anterior chamber cleaning + lens extraction was performed. On (B)(6) 2024 the lens was exchanged with a same model length and different power. It was reported that recovery was observed on day seven post-op. Problems resolved. The cause of the event was unknown. Reportedly, there was pigment adhesion to the lens, but this was corrected by replacing the lens. Claim # (B)(4).